Event description:
This lead dislodged shortly after implant and was successfully repositioned. All records indicate this lead remains actively implanted. Should additional info become available, this event will be updated.